Event description:
A customer contacted baxter's technical service center requesting assistance to end therapy on the homechoice (hc) machine during dwell 2 / 3. The home patient (hp) stated that the supply bag disconnected, so the hp stopped the hc machine. No alarm reported. The hp was requesting to end therapy. The hp would perform continuous ambulatory peritoneal dialysis (capd). The technical service representative (tsr) assisted hp to end therapy. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by product surveillance to the nurse on 4/8/2010 regarding the supply bag disconnecting, the nurse reported that she did not recollect such an event. However, the nurse revealed that hp is in the hospital to have the catheter temporarily removed to place her on hemodialysis. Per nurse, they have been treating the hp for a fungal peritonitis since about mid march. The nurse was in a rush and requested to call her back another day and she would look-up the charts and provide the information then. The nurse stated that the disposables were discarded. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B) (4).per nurse, the disposables were discarded.

Event description:
The following additional information was obtained by global pharmacovigilance on (B)(6) 2010: the patient's nurse clarified that pd therapy started over 2 years ago with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (dose, frequency and lot number were not reported). At the time the peritonitis occurred, the patient was not performing pd therapy using dianeal pd4 ultrabag therapy, because the patient had stopped performing midday exchanges with dianeal pd4 ultrabag solution (date not reported). On (B)(6) 2010, the patient was diagnosed with peritonitis manifested by cloudy effluent. There was no exit site or tunnel infection associated with the peritonitis. On (B)(6) 2010, prior to the start of antibiotic treatment, a peritoneal effluent culture and analysis were performed. It was unknown whether a gram stain was performed. At that time, the culture result revealed "no growth" and the analysis result was not available. The patient was then treated with vancomycin ip (dose/frequency not reported). Per the nurse, the patient"s effluent was not clearing up, event after antibiotic treatment. On (B)(6) 2010, a repeat peritoneal effluent analysis and culture were drawn. The culture was positive for fungus and the analysis revealed a white blood cell count of 1,632 cells/mm^3. By the time the culture results returned, the patient was already hospitalized for the peritonitis on (B)(6) 2010. On (B)(6) 2010, another peritoneal effluent culture was drawn. The result for the culture again was positive for fungus. On an unreported date in (B)(6) 2010, the patient's pd catheter was pulled as part of remedial therapy and the patient was then placed on hemodialysis. On (B)(6) 2010, the patient was discharged home from the hospital. At the time of this report, the patient remained on hemodialysis and the fungal peritonitis has resolved. The nurse believed the fungal peritonitis was unrelated to dianeal therapy. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for the spike disconnecting from the heater bag was not confirmed and no root cause determined due to a lack of sample. No batch review was performed on the cassette since no lot number was available. There is no adverse trend for this issue, since there are not three consecutive increasing months. (B)(4). Overall the trend line is stable. There is not enough information regarding the incident why the set became disconnected from the solution bag. It is possible the patient may have not properly connected the set to the solution bag or the bag may have not been placed on a flat, stable surface to prevent bags from falling and disconnecting. On page 3-10 of homechoice apd systems patient at-home guide patients are instructed to check all disposable set connections for a secure fit before beginning therapy. On page 3-8 of the guide, patients are instructed to place solution bags on a flat, stable surface and not stacked on top of each other. This review found the labeling adequate for the potential use error in the complaint. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.